Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2006. In 2007, the pt experienced an erosion and dyspareunia. An exclusion of the device and an anterior repair was performed on an unknown date. The current status of the pt is improved.

Manufacturer narrative:
Date sent to the FDA: 07/16/2008. Mesh exposure occurred - labeled. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.